Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned to olympus, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had scope communication errors (e216 and b30). The event occurred during inspection for use in an unspecified procedure. There were no reports of patient involvement.